Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies to resolve the occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. As the occlusion alarm had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The contact reported that the customer would continue using the pump for insulin therapy and manual injections were available if needed.